Event description:
Device malfunction: none. Time of device malfunction: after vessel closure. Symptoms/ae: hematoma, prolonged hospitalization. It was reported that a physician achieved arteriotomy closure of the right femoral artery using the perclose proglide device after an interventional procedure. Reportedly post-procedure, " the pt developed a hematoma at the right groin site." The hematoma resolved with manual compression and the application of a sand bag to express the hematoma. It was reported that hospitalization was prolonged for four days. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.